Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our equipment eqt. Based on photographic evidence the paint was peeling from the monitor handle and monitor holding arm and the label on the spring arm was torn with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6) h3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The initial reporter was surgical staff. The correction of d1 brand name deems required. This is based on the internal evaluation. Previous d1 brand name eqt. Corrected d1 brand name ondaspace. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 5th july, 2023 getinge became aware of an issue with one of our equipment - eqt. Based on photographic evidence the paint was peeling from the monitor handle and monitor holding arm and the label on the spring arm was torn with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 5th july, 2023 getinge became aware of an issue with one of our equipment - ondaspace spring arm. Based on photographic evidence the paint was peeling from the monitor handle and monitor holding arm and the label on the spring arm was torn with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our equipment - ondaspace spring arm. Based on photographic evidence the paint was peeling from the monitor handle and monitor holding arm and the label on the spring arm was torn with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. To prevent any incident similar to the label missing, the user manual mentions instructions concerning cleaning and disinfection, recommended and prohibited products. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 5th july, 2023 getinge became aware of an issue with one of our equipment - ondaspace spring arm. Based on photographic evidence the paint was peeling from the monitor handle and monitor holding arm and the label on the spring arm was torn with risk of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.